Event description:
Customer states that she obtained results of 63mg/dl, 93mg/dl, 114mg/dl, and 113mg/dl within 7 minutes on the same device. No action was taken based on the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.